Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: pinnacle impactor; product code : d221750041; lot/batch/exp: so2029080. Did the event happen during a procedure? Most likely. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? Not that I am aware of. Event outcome/how was it managed? Unknown. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? None reported. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: no further information. I have already asked around in the hospital.